Manufacturer narrative:
This product (evolution 3e ventilators) is not distributed in the USA.

Event description:
Flow sensor error during ventilation. Also, exhalation flow sensor calibration is failing at 130lpm; ventilator is not providing sufficient air flow to complete the calibration